Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive. The reporter stated all buttons are unresponsive, all button symbols are worn off. The reporter stated that keypad is in good condition. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the bolus button contact pins were found to be shorted, which lead to the keypad unresponsiveness.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.